Event description:
It was reported that during a total hip arthroplasty on (B)(6) 2015, the tip of the inner shafts of the inserter fractured while inserting the acetabular cup. No information was given on what was used to complete the procedure. There has been no report of patient injury or delay to the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Lot number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that product likely failed due to misuse, by product being put through bending overload force or when the thread has not been fully engaged, and/or not inspected for wear and disfigurement prior to use.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Lot number - 648010, manufacture date ¿ oct 16, 2012. Or the part/lot information could be: lot number - 140170, manufacture date ¿ aug 2, 2013.